Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that things were going fine but then the patient suddenly had their symptoms return to where they were before they got the implant and it was awful. The patient only had symptoms during the day but did not have any at night. It was noted the therapy was on, the patient increased stimulation on p2 to 1.5v, and felt stimulation in the correct area (i.e., bike seat). Additional information was received on 2017-may-11. The patient was still not sure if they were receiving full benefit from the stimulator. The patient was pretty much where they were before they had the device implanted and the patient ¿pooped her pants¿ on the day of the report and last friday, and this happened about every 4 days. The patient had to lift their grandson who was heavy, so they thought that strain might have something to do with their symptoms. The patient changed from p2 to p3 and adjusted stimulation from 0v to 1.4v on p3. The patient felt stimulation and it was not uncomfortable. It was recommended that the patient review their symptoms for a few days or a week now that a program change was made and reach out to their healthcare provider (hcp) if symptoms persisted. No further complications were reported/anticipated.